Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. The cause of the aic - purge disc/flag issues was a broken purge disc retainer and missing purge flag.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows.

Event description:
The user facility notified abiomed field service of a console malfunction. The purge disc would not hold the pc appropriately. The aic was removed from use and will be investigated for the malfunction that could have caused harm/injury/death.